Event description:
While placing an order, a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy mentioned having just recovered from peritonitis. Upon follow up with the patient¿s peritoneal dialysis registered nurse (pdrn), it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 presented with no growth and a white blood cell (wbc) count of 117/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. It was explained the patient does not wash hands during pd therapy. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for three weeks and a one-time dose of ip ceftazidime at 2000 mg. The patient recovered from the peritonitis infection and remains asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Event description:
While placing an order, a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy mentioned having just recovered from peritonitis. Upon follow up with the patient¿s peritoneal dialysis registered nurse (pdrn), it was reported this patient presented to the outpatient clinic on 21/feb/2022 with abdominal pain and cloudy peritoneal effluent. Peritoneal effluent fluid cultures taken in the outpatient clinic on 21/feb/2022 presented with no growth and a white blood cell (wbc) count of 117/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. It was explained the patient does not wash hands during pd therapy. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for three weeks and a one-time dose of ip ceftazidime at 2000 mg. The patient recovered from the peritonitis infection and remains asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.